Event description:
Caller reported pt experiencing elevated blood glucose level (427 mg/dl) and believed that the device was at fault. Caller indicated that pt switched to back up device and blood glucose levels returned to normal. Caller indicated that pt had bolused into the air and insulin dripped from the tubing. Caller indicated that adapter was used longer than recommended.